Event description:
It was reported by the vad coordinator that the patient's battery clips were loose. The patient was given a new set of battery clips and no further problems were reported.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.